Event description:
A facility reported that after a surgimend (ID: 606206003) was implanted on (B)(6) 2023, the patient had adverse reactions, developed a seroma requiring to go back to the hospital. No additional information has been provided after several attempts.

Manufacturer narrative:
Surgimend was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, potential causes for this event could be due to user chose's inappropriate product type for intended use or product applied with incorrect technique. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.